Manufacturer narrative:
The unit was returned for an evaluation. Based on the corrosion of various internal components and the large amount of debris found inside the unit, it suggests that the concentrator in question may have been exposed to high amounts moisture and dust throughout its operational life. These two environmental factors contribute to the degradation of electrical components and thus could have caused the board mounted resistor to short. Due to the fire risk an electrical short presses, no functional testing was conducted.

Manufacturer narrative:
Unit is being returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Customer of lifeline complains of burning smell, so they sent the concentrator sn (B)(4) to lifeline. Lifeline opened the back panel and they saw the main board that was burning. No injuries reported. Device doesn't work correctly.